Event description:
Alarm during infusion on three siblings with 4 different curlin pumps. Nurse suspects pump sets as each pump different serial number. Not life threatening, but does prolong an already very long i.v. Infusion. Moog curlin infusion administration set, non-dehp tubing with non vented bag spike. Vented 0.2 micron filter lots cf1534901 (3 sets), cf1525902 (2 sets).